Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on second staple reload along the greater curve of the stomach, one of the reloads had a poor staple formation and the staple load did not fire all the way. It was also reported that the staple line was incomplete distally. A new stapler from other manufacturer was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: sigtrsb60axt sigtrsb60axt 60mm xtr thk reinforced rel, lot/serial #:(B)(6); sigphandle sig power sigphandle handle, lot/serial #: (B)(6); sigadaptxl sig power sigadaptxl linear xl adapter; lot/serial #:(B)(6); sigpshell sig power sigpshell control shell; lot/serial #:unknown. H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was partially fired. Functional testing required the interlock to be overridden and the loading unit was applied to test media. The loading unit interlock was tested and found to function properly. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the open key is pressed at any point during the firing, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in order to fire the instrument, push either of the green key buttons to enter firing mode. Press and the down trigger to fire, complete the fire once the knife blade reaches the end of the reload and then press and hold the up trigger. Failure to completely fire the loading unit will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first black reload was fired along the stomach without any issues. The second reload was a purple 60 mm that would not fire to completion which had an incomplete staple line distally and had poor staple formation. The doctor was instructed to wait 30 seconds and try to fire the reload again without any success. The surgeon tried three times to advance the staple load and then backed out of the staple fire. Due to the error message ¿tissue too thick¿ message, the user was instructed to fire a black reload for the tissue thickness. The black reload also failed to fire all the way. At that point, the physician then asked for another manufacturer's stapler to finish the case. There was no patient injury. After the case, the sales representative recognized that the stapler did not have the current version of software.